Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that due to erosion patient underwent mesh removal on (B)(6) 2012 by implanting surgeon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08187. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrence, dyspareunia, urinary and bowel problems, infection, bleeding, vaginal scarring, and fecal leakage. It was also reported that the patient concurrently underwent extraperitoneal vaginal vault suspension, rectocele repair, anterior repair, cystoscopy. It was reported that on (B)(6) 2012, the patient underwent hysteroscopy with dilation and curettage, exploratory anterior colpotomy and rectocele repair, due to postmenopausal bleeding, vaginal mesh banding following prolift, and recurrent rectocele. It was reported that the patient underwent anorectal manometry on (B)(6) 2015 due to fecal urgency and incontinence and recurrent rectocele.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence.it was reported that patient underwent mesh revision on (B)(6) /2015 by dr. (B)(6) due to rectocele, vaginal vault prolapse, mesh erosion and pain.(B)(4).

Manufacturer narrative:
Resubmission with the correct file number.